Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. The issue could not be duplicated and no further follow up information was available. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by a CAPA.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental will be filed at the completion of the investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode prior to the first shift of hemodialysis treatments. The incident occurred when no patient was connected, there was no patient was involved. There was no patient harm or adverse event. The drain line length and building drain height are both within specification. There were no obstructions to the drain line. The event could not be duplicated.